Event description:
It was reported that the patient experienced several syncopal episodes, one requiring sutures. During a device check, the right ventricular (rv) lead exhibited noise, which was able to be reproduced, along with near syncope. Additionally, the superior vena cava (svc) coil of the rv lead has exhibited high impedances for some time, and the coil had been programmed off. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194, implantable pacing lead - (B)(6) 2006; 1688t, competitor implantable pacing lead - (B)(6) 2006. (B)(4).